Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-nov-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and around the timing of hysterosalpingogram, she began experiencing abnormal heavy bleeding and pelvic pain. Approximately 3 years later, she underwent a total hysterectomy and bilateral salpingectomy. Genital bleeding and pelvic pain are anticipated events in the reference safety information for essure. Considering that essure may cause abnormal bleedings and pelvic pain and that in this case there is no alternative explanation, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident due to surgical intervention (device removal implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent birth control. In (B)(6) 2011, hsg test was done and confirmed full occlusion of her fallopian tubes. In or around the timing of her hsg test, she began experiencing severe abnormal menstruation pain, abnormal heavy bleeding, prolonged abnormal menses, severe abnormal lower abdominal and pelvic pain, severe abnormal abdominal cramping and fatigue. In spring 2012, she also began experiencing severe back pain, migraines, vaginal discharge and infection, and weight fluctuations. In summer 2013, she began to experience nerve pain. On (B)(6) 2014, she underwent a total hysterectomy and bilateral salpingectomy to remove her uterus, cervix and fallopian tubes. It took her six weeks to recover from this serious, painful and invasive surgery. Since the removal surgery, many of her symptoms have subsided, but she still suffers from some, including abdominal pain. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and around the timing of hysterosalpingogram, she began experiencing abnormal heavy bleeding and pelvic pain. Approximately 3 years later, she underwent a total hysterectomy and bilateral salpingectomy. Genital bleeding and pelvic pain are anticipated events in the reference safety information for essure. Considering that essure may cause abnormal bleedings and pelvic pain and that in this case there is no alternative explanation, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident due to surgical intervention (device removal implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general)/clotting") in a 28-year-old female patient who had essure (batch no. 841867) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (two cesarean sections), d & c, loop electrosurgical excision procedure and paratubal cyst. Concurrent conditions included smoker (she smokes 1 pack of cigarettes a day.). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abnormal abdominal cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced menorrhagia ("prolonged abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection") and weight fluctuation ("weight fluctuations"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In 2013, the patient experienced neuralgia ("nerve pain"). In (B)(6) 2014, the patient experienced procedural pain ("painful surgery") and menopausal symptoms ("premenopausal symptoms"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe abnormal lower abdominal pain"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, procedural pain and weight increased had resolved, the dysmenorrhoea, menorrhagia, abdominal pain lower, fatigue, back pain, vaginal discharge, vaginal infection, weight fluctuation, neuralgia, headache, dyspareunia, menopausal symptoms and vaginal haemorrhage outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, neuralgia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: per mr: she had obvious endometriotic lesions in the posterior cul-de-sac and long the right pelvic side wall and along the left uterosacral ligament. Bilateral ureteral dissections were carried out without difficulty for visualization and excision of these endometriotic lesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: full occlusion of her fallopian tubes . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dyspareunia and dysmenorrhea." Most recent follow-up information incorporated above includes: on 5-mar-2018: reporter information was updated. This case concerns 28 year old patient. Her demographics were updated. Her historical and concurrent conditions were added. Essure insertion was updated. Essure indication was amended. Essure lot number was added. Concomitant medication was added. Following events were added: headaches, dyspareunia (painful sexual intercourse), pre menopausal symptoms, weight gain and abnormal bleeding (vaginal). She had recovered from events: heavy bleeding/clotting, abdominal pain, pelvic pain, weight pain and migraine. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general)/clotting") in a 28-year-old female patient who had essure (batch no. 841867 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (two cesarean sections), d & c, loop electrosurgical excision procedure and paratubal cyst. Concurrent conditions included smoker (she smokes 1 pack of cigarettes a day.). Concomitant products included medroxyprogesterone (depo provera). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abnormal abdominal cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("prolonged abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection") and weight fluctuation ("weight fluctuations"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In 2013, the patient experienced neuralgia ("nerve pain"). In (B)(6) 2014, the patient experienced procedural pain ("painful surgery") and menopausal symptoms ("premenopausal symptoms"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe abnormal lower abdominal pain"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, procedural pain and weight increased had resolved, the dysmenorrhoea, menorrhagia, abdominal pain lower, fatigue, back pain, vaginal discharge, vaginal infection, weight fluctuation, neuralgia, headache, dyspareunia, menopausal symptoms and vaginal haemorrhage outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, neuralgia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: per mr: she had obvious endometriotic lesions in the posterior cul-de-sac and long the right pelvic side wall and along the left uterosacral ligament. Bilateral ureteral dissections were carried out without difficulty for visualization and excision of these endometriotic lesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: full occlusion of her fallopian tubes ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dyspareunia and dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general)/clotting") in a 28-year-old female patient who had essure (batch no. 841867 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included cesarean section (two cesarean sections), d & c, loop electrosurgical excision procedure and paratubal cyst. Concurrent conditions included smoker (she smokes 1 pack of cigarettes a day.). Concomitant products included medroxyprogesterone (depo provera). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abnormal abdominal cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("prolonged abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"). In 2012, the patient experienced back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection") and weight fluctuation ("weight fluctuations"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced neuralgia ("nerve pain"). In (B)(6) 2014, the patient experienced procedural pain ("painful surgery") and menopausal symptoms ("premenopausal symptoms/ premenopausal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abnormal lower abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, procedural pain and weight increased had resolved, the dysmenorrhoea, menorrhagia, abdominal pain lower, fatigue, back pain, vaginal discharge, vaginal infection, weight fluctuation, neuralgia, headache, dyspareunia, menopausal symptoms and vaginal haemorrhage outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, neuralgia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: per mr: she had obvious endometriotic lesions in the posterior cul-de-sac and long the right pelvic side wall and along the left uterosacral ligament. Bilateral ureteral dissections were carried out without difficulty for visualization and excision of these endometriotic lesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: full occlusion of her fallopian tubes current weight 160 lbs . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dyspareunia and dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. Reporters added and updated patient demographics. Added events did you undergo an essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.